Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available x-ray images were inspected confirming the reported dislodgement of the sn (B)(6) . Furthermore a kink between lead tip and ring electrode of the sn (B)(6) was noted which might be the root cause of the reported pacing impedance >3000 ohms. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped due to impedance >3000 ohms. Lead fracture was suspected.

Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.